Event description:
It was reported that the clear plastic tubing connection coming out of the plastic filter to the patient side of the set was discovered to be broken. This was discovered by the rn prior to setup and use on the patient. It was reported that no patient care was delayed it did not contribute to, or result in serious adverse impact to patient. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "separation / breakage of the clear plastic tubing connector coming out of the filter to the tubing broken part discovered prior to use with pt."

Manufacturer narrative:
Additional information added; e.4, and h.6. (Patient and device code). The customer¿s report that the tubing set was broken was confirmed. Visual inspection observed breakage at the engagement of the filter outlet and tubing. It was observed that the outlet port of the filter component was broken off with the filter port still within the end of the detached tubing. No stress markings, obvious damages, or any issues were observed on any of the set components. Functional testing could not be performed due to the obvious separation/damage. The root cause that the tubing set was broken was a manufacturing issue.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient information requested, but not provided.

Event description:
It was reported that the clear plastic tubing connection coming out of the plastic filter to the patient side of the set was discovered to be broken. This was discovered by the rn prior to setup and use on the patient. It was reported that no patient care was delayed it did not contribute to, or result in serious adverse impact to patient.